Event description:
It was reported that the customer was hospitalized for two days on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. Customer stated that prior to the hospitalization, they took a shower and forgot to hook the insulin pump back up after. The customer was wearing the insulin pump at the time of hospitalization. The customer also stated that they received no delivery alerts in the hospital while attempting to delivery a bolus. Customer declined troubleshooting. Customer's most recent blood glucose level 96mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).